Event description:
A (B)(6) female on coumadin therapy and with a history of hypertension and coronary artery disease (cad) underwent a diagnostic heart catheterization procedure on (B)(6) 2010. Access was obtained via a 6f cordis procedural sheath at the right common femoral artery. Pre-procedural femoral angiogram showed the stick was found at the bifurcation of the deep profunda and the superficial femoral artery (sfa). Following the procedure, the physician, trained to the use of the mynx, chose the device to close the access site. It was reported that the procedure was performed per the instruction for use (IFU) and that hemostasis was successfully achieved with the mynx. The pt was discharged to home without any complication at the access site. Reportedly, the pt presented back to the clinic (B)(6) (exact date not provided) post procedure complaining of pain at the access site. An ultrasound was performed and the pt was found to have a pseudoaneurysm (psa) at the access site. The physician ordered thrombin injection which was successful in sealing the psa. He also put the pt on prophylactic antibiotic for 5 days and was discharged to home. Pt has followed up to the clinic since and doing well with no further clinical sequelae reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality dept.